Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the lens deployed incorrectly. Additional information has received in the surgeon¿s opinion broken haptic was cause of the event. There is no impact to the patient. There are two medical device reports associated with this report. This report is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.